Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the lead was not bent, the lead was not ideally placed. The rep reported that the patient was getting stimulation, but not able to cover her new painful areas. The rep reported that the patient would be seeing a physician to see if a lead revision could be performed and that the appointment had not been set up yet. The rep reported that the issues were not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient anatomy prevented the lead from being placed in the ideal spot.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post laminectomy pain. It was reported that the patient went to her healthcare professional (hcp) about a week prior to the report and met with a manufacturer representative (rep) because her implant was not working. The patient stated that she had terrible pain and needed the stimulation to come up higher and more in the hip and "the back of it like" but the rep was unable to do so; the patient said the right side was what needed to be corrected. The patient stated that the rep looked at x-rays and said that the right leads were bent or laying down and there was no way to get the stimulation moved. The rep recommended that the patient follow-up with a hcp to discuss a possible revision "of stimulator and battery"; the patient said she contacted the hcp that the rep provided but the hcp no longer worked with the stimulators. No further complications were reported/anticipated.